Event description:
The hospital reported that a patient sustained a perforation during a procedure. The hospital further reported that the physician was not stressing the colon too much when the perforation occurred. The patient was admitted in the hospital for observation and the patient was reportedly doing better.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that air/water nozzle was bent and sharp. In addition, there were scratches and dents found on the plastic cover, which is attributed to physical damage. This report is being filed as an MDR in an excess of caution.